Manufacturer narrative:
Ge service representative verify and isolate issue to ps 3. Replace ps 3. System performs as designed.

Event description:
Customer reported c-lift is not working. Customer is able to do a work around by raising and lowering o.r. Table.